Event description:
It is reported that the monofocal toric intraocular lens (iol) was explanted due to blurry vision. In a secondary surgical procedure, the right eye was replaced with a higher diopter johnson and johnson lens of the same model. The incision was enlarged. No injuries were reported. No medical interventions were required. The current status of the patient is unknown. No further information was provided.

Manufacturer narrative:
Section a3b: unknown/ asked but not available. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 05 aug , 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the lens was performed. The lens was inspected under magnification. The lens was received cut in half. The lens also had damage on both halves. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.